Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while customer was loading a cartridge onto the pump. There was no impact to the customer's blood glucose level. Customer reverted to manual insulin injections for management of blood glucose levels.